Manufacturer narrative:
(B)(4). Concomitant medical products- unknown alps lc plate, therapy date- (B)(6) 2018. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during a surgery, the drill was stuck with the fast guide of the alps lc plate. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
UDI#: (B)(4). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed that the fast guide is stuck to the drill bit. Dimensional analysis shows that the drill bit diameter is in specification. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.